Manufacturer narrative:
Follow-up report #01. The device was returned and evaluated. It was confirmed that the distal end of the polycarbonate case nose around the microtip needle was damaged and split. It is unclear what caused the damage to plastic. It is likely that there was forceful contact between the end of the plastic sheath and another object by the user during the procedure. There did not appear to be significant material missing from the deformed plastic sheath.

Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex health tx system, it was discovered that the needle and the plastic sheath that surrounds the needle were damaged. The procedure was completed with another microtip hand piece. There were no patient complications.